Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer arrived at the facility, inspected the station, and confirmed the failure of drawers 3.1 and 3.2. The engineer disconnected the pixie bus cable, removed the drawers, and reset all cable connections on the rear components. The drawers were reinstalled, and the pixie bus cable was reconnected. The station was restarted, and diagnostic testing was successfully completed in support mode. The engineer then launched the medication application. The customer verified functionality by logging into the station and refilling multiple medications in the previously failed storage spaces. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.